Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis reported as "fungal peritonitis", which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same date as the event onset, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome was not reported. On an unreported date during hospitalization, pd therapy was discontinued, the pd catheter was removed and the patient was started on in-center hemodialysis. No additional information is available.